Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring greater than 125 ohms. Technical services provided troubleshooting and programming options. At this time, the lead remains in service. No adverse patient effects were reported.